Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused spots on the lungs. The patient did receive medical intervention and reported to have seen a physician. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices, the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged spots on the lungs. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal investigation, there is unknown white and black dust/corrosion at the dc power connector, white, and black contamination (dust-like) at the air inlet of the blower box, in the iso port, on top of the blower box, the blower motor, and the blower motor seal, potential mineral deposit spots on the bottom of the blower motor, blower box, indicating potential water ingress. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation. The manufacturer not able to confirm the complaint and address the symptoms specified. In this report, section h6 has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging spots on the lungs related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. Sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.